Manufacturer narrative:
Insulin pump passed displacement test, sleep current test, active current test and self test. Low battery alert less than 1 week confirmed. Unexpected battery power loss confirmed. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed replace battery now alarm without warning after 2-3 days. Blood glucose was 6 mmol/l. The insulin pump will be returned for analysis.